Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user noticed the luer is cracking and leaking during an infusion of normal saline, cefepime and vancomycin. There was no report of patient harm.

Manufacturer narrative:
Concomitant product: non-bd curos cap, therapy date (B)(6) 2016. The customer¿s report of a cracked luer connection was confirmed, however the report of leaking was not confirmed. Visual inspection showed the collar on the male luer had a crack which ran across the top of one side of the collar and continued along the side. Further fractures/stress markings were observed around the edges of the collar. No tool markings or any obvious damages were observed on the male luer. Functional and pressure testing resulted in no leaking. The root cause of the reported crack and leak is unknown.